Event description:
Pico 7 was opened on sterile field in the usual fashion. Batteries provided in sterile kit were placed in the single use negative pressure wound therapy system box by surgical tech. Device malfunctioned and was unable to be used. FDA safety report ID # (B)(4).